Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 19 mg/dl. The customer cause of hospitalization was low blood glucose. Customer stated that she was off the pump since he was taken by the ambulance. Customer is still at the hospital. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that no response from keypad. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad the connector on the lcd board was found unlocked. No unexpected battery out limit alarm noted after battery change. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to unresponsive button also, unable to perform operating currents check due to unresponsive buttons. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.